Manufacturer narrative:
Date of event: exact date unknown, event occurred few months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was defective. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.